Event description:
Event description boston scientific received information that during the implant of a coronary sinus lead, this guide wire perforated a vessel. The perforation was confirmed with angiography, but an echocardiogram did not reveal any anomalies, and the patient's blood pressure was normal. After about 20 minutes, the left ventricular lead was inserted successfully and the procedure was completed without any adverse patient effects.